Event description:
The manufacturer representative called on (B)(6) 2014 and reported that they set up adaptive stimulation for the patient on thursday. The patient called the manufacturer representative saturday and told the manufacturer representative he felt like the ¿amplitude raced up on him.¿ the patient told the manufacturer representative that when he checked the implantable neurostimulator (ins) the amplitude was ¿much higher than what he had ever set it to for any position.¿ later in the day (B)(6) 2014, the manufacturer representative sent an email to the manufacturer in which they noted that the patient was able to turn stimulation down and off to resolve the issue. It was also noted that the manufacturer representative had instructed the patient to leave it off until they had spoken with the manufacturer. The manufacturer representative noted that they just spoke with the patient and the patient would try the adaptive stimulation feature again and keep the settings low ¿for now.¿ it was later reported that the cause of the event was not determined. It was noted that reprogramming was not needed. It was noted that to resolve the event, the patient turned off the adaptive stimulation feature. It was noted that the patient was doing fine and was receiving effective therapy. It was noted that the patient¿s pain had been reduced by 50% or more.

Manufacturer narrative:
(B)(4).